Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found that the o-ring on the exhalation flow sensor (evq) was installed improperly. The se properly reinstalled the o-ring. The se performed calibrations, extended self-testing, installed the latest software version on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time of the reported event.